Event description:
It was reported that a care giver (cg) observed a minicap with a dry sponge. The cg stated that the sponge was orange/brown and appeared to have iodine on it. However, the iodine appeared dry. There was no damage to the packaging. The minicap was stored at room temperature. The cg stated the minicap was found before use. There was no patient involvement. No additional information is available. This is report 32 out of 34.

Manufacturer narrative:
(B)(4). The device was manufactured december 14, 2014 - december 18, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.